Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, the patient visited to the hospital because he felt ICD shock delivery. ICD check was performed and 23 episodes detected in vf zone were saved in the memory. One shock therapy with maximum energy was delivered in one of these episodes. Intermittent oversensing was confirmed in ventricular side in all stored episodes. When the patient performed isometric test, similar oversensing was confirmed. Normal values were obtained during lead measurement (ventricular threshold, r wave amplitude, ICD lead impedance and coil continuity). Atp and shock therapies were re-programmed to off. The patient was admitted to the hospital. Three days later, the re-operation was performed for ICD system replacement. ICD lead was then disconnected from the device and measured by a pacing system analyzer; normal ICD lead impedance, ventricular pacing threshold and r wave amplitude were obtained. On egm, noise was not observed and normal ventricular sensing behavior was confirmed. The ICD and the non sorin leads were explanted. The subject ICD will be returned for analysis. Due to vein access, the physician decided to implant a new ICD system from the right side on the other day. Preliminary analysis of provided patient files revealed that the device behaved as expected. It is suspected that the reported behavior (ventricular noise oversensing and inappropriate shock) was caused by a v lead issue (non sorin) or a lead/ICD connection issue.

Event description:
Reportedly, the patient visited to the hospital because he felt ICD shock delivery. ICD check was performed and (B)(4) episodes detected in vf zone were saved in the memory. One shock therapy with maximum energy was delivered in one of these episodes. Intermittent oversensing was confirmed in ventricular side in all stored episodes. When the patient performed isometric test, similar oversensing was confirmed. Normal values were obtained during lead measurement (ventricular threshold, r wave amplitude, ICD lead impedance and coil continuity). Atp and shock therapies were re-programmed to off. The patient was admitted to the hospital. Three days later, the re-operation was performed for ICD system replacement. ICD lead was then disconnected from the device and measured by a pacing system analyzer; normal ICD lead impedance, ventricular pacing threshold and r wave amplitude were obtained. On egm, noise was not observed and normal ventricular sensing behavior was confirmed. The ICD and the non sorin leads were explanted. The subject ICD will be returned for analysis. Due to vein access, the physician decided to implant a new ICD system from the right side on the other day. Preliminary analysis of provided patient files revealed that the device behaved as expected. It is suspected that the reported behavior (ventricular noise oversensing and inappropriate shock) was caused by a v lead issue (non sorin) or a lead/ICD connection issue.

Event description:
Reportedly, the patient visited to the hospital because he felt ICD shock delivery. ICD check was performed and 23 episodes detected in vf zone were saved in the memory. One shock therapy with maximum energy was delivered in one of these episodes. Intermittent oversensing was confirmed in ventricular side in all stored episodes. When the patient performed isometric test, similar oversensing was confirmed. Normal values were obtained during lead measurement (ventricular threshold, r wave amplitude, ICD lead impedance and coil continuity). Atp and shock therapies were re-programmed to off. The patient was admitted to the hospital. Three days later, the re-operation was performed for ICD system replacement. ICD lead was then disconnected from the device and measured by a pacing system analyzer; normal ICD lead impedance, ventricular pacing threshold and r wave amplitude were obtained. On egm, noise was not observed and normal ventricular sensing behavior was confirmed. The ICD and the non sorin leads were explanted. The subject ICD will be returned for analysis. Due to vein access, the physician decided to implant a new ICD system from the right side on the other day. Preliminary analysis of provided patient files revealed that the device behaved as expected. It is suspected that the reported behavior (ventricular noise oversensing and inappropriate shock) was caused by a v lead issue (non sorin) or a lead/ICD connection issue.